Event description:
Patient reported at check in true to chipped, jaw discomfort and blisters. They also reported, they followed the treatment plan exactly as directed, but the results were minimal and far below the expectations set at the start. After reviewing my progress, my dentist advised me to stop wearing the aligners, as continued use could potentially cause harm. I¿ve since ended treatment. This is a contraindicated patient. 07/11/2025

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.